Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to an unknown reason. Patient began experiencing pain and subsequent radiographs revealed a loose screw. There has been no reported revision procedure to date. A review of the invoice history confirmed the (B)(6) 2013 revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right knee arthroplasty in 1999. Patient underwent a revision procedure on (B)(6) 2013 due to an unknown reason. Patient began experiencing pain and subsequent radiographs revealed a loose screw. Subsequently, patient was revised on (B)(6) 2014. The femoral screw was retightened and the tibial bearing and locking bar were removed and replaced. A review of the invoice history confirmed the revision procedures on (B)(6) 2013 and (B)(6) 2014. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.